Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of noise was observed via merlin.net transmission. Patient presented to clinic for lead explant. Patient was asymptomatic. Several number of aborted shocks were observed and all lead measurements were in range. The lead was imaged which did not show any lead damage. Physician attempted to explant the lead but was unsuccessful. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable post procedure and discharged the following day.